Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that both the drawer and the smart remote manager (srm) had failed. The drawer was reportedly jammed and would not open, and the srm was unresponsive. A field service engineer (fse) remoted into the device and found no active failures. The failed components had been successfully recovered. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction, where the drawer was jammed and smart remote manager (srm) were unable to open. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.